Manufacturer narrative:
Isi followed up with the initial reporter and confirmed that the instrument was inspected before use. The surgical task being performed when the issue occurred was unknown. There were no signs of thermal damage at the site of breakage. The instrument did not collide with any other instrument or tool during the procedure. No fragments fell inside of the patient¿s anatomy. Patient information was not provided.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, fenestrated bipolar instrument had a broken conductor wire (black). There was no report of patient involvement.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.